Event description:
The customer reported that his olympus hd 3cmos camera head was not displaying an image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported ¿no image during use¿ issue could not be reproduced, as the device did not pass the watertightness test, however, it is likely that the observed deformation of the main charged-coupled device (ccd) body caused water to enter inside, resulting in a temporary communication failure and a temporary loss of image display. The root cause of the main body deformation could not be determined. The event can be prevented by following the instructions for use which state: ¿do not hit or drop this product. Water leakage may damage the electrical circuits inside the product¿. In addition, the following non-reportable malfunctions were found during the device evaluation: flooding due to main body deformation, reswitch 2 does not work due to ccd flooding, cable board flooded, scope mount deformation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b3 & b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received confirming the date of the event as 8 dec 2022. According to the initial reporter, this event took place during preparation for an endoscopic sinus surgery. Reportedly, the intended case was completed by changing over to another device without any reports of patient harm.